Event description:
There was somewhat of an unusual fracture of a depuy synthes green stick femoral nail. It was removed with large screw and 2 smaller screws from prior procedure performed by a different surgeon at a different facility. The surgeon believes that the integrity of the nail was compromised due to the patient's challenged biology and the nail size may have been too small for the patient, causing too much stress. The doctor is slightly concerned, because of the way the nail broke (splintered on one end and broke on the other end.)